Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implant was discarded as the procedure occured 20 years ago.

Event description:
It was observed while reviewing a medical journal that a patient required a revision surgery due to experiencing malocclusion.